Event description:
It was reported that during a rescue attempt that once defibrillation electrodes were applied to the pt, the device advised that there was insufficient pad contact to pt. The pt was transferred to another defibrillator. It was reported that the pt did not survive.

Manufacturer narrative:
Evaluation - the electronic history files from the actual device involved in the incident were evaluated. The actual device has been requested for further eval, however, to date, it has not been returned. Results - based on the review of available info, no conclusions can be made at this time.